Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set was unable to be primed. Priming was later achieved after applying a small amount of pressure to the saline bag attached to the set. However, the set did not prime under normal conditions. There was no patient involvement. No additional information is available.